Manufacturer narrative:
H10: manufacturing review: the device history record could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately ten years and five months post filter implantation, the patient complained of abdominal pain, back pain and a computed tomography (CT) of abdomen and pelvis was performed for right sided back pain, abdominal pain, and right groin pain. The CT scan showed that there was an inferior vena cava filter with its apex at the l2 level with a curvilinear radiodensity within the right lobe of the liver that was suggestive of a migrated inferior vena cava filter limb and another filter limb present immediately above the inferior vena cava filter. Therefore, the investigation is confirmed for limb detachment and inconclusive for perforation of the ivc and filter migration. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure . At some time post filter deployment, it was alleged that the filter detached, migrated to the heart and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced chest pain; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately after ten years five months, the patient again experienced right sided back pain and right groin pain. CT abdomen and pelvis demonstrated curvilinear radio density within the right lobe of the liver that was suggestive of a migrated ivc filter limb and one limb was found immediately above the filter. The filter apex was at the l2 level is also noted. Therefore, the investigation is confirmed for limb detachment and inconclusive for perforation of the ivc and filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter detached, migrated to the heart and the struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced chest pain; however, the current status of the patient is unknown.